Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Impedance - high resistance/impedance: one - patient alert for rv pace lead z=1248 ohms on (B)(4) 2011. Daily pace lead impedance trend data shows an abrupt spike increase for rv pace= 416 to 1248 ohms range between (B)(4) 2011 and (B)(4) 2011, then returning to a baseline of 400 ohms on (B)(4) 2011. Sensing - oversensing: 12- ventricular nst<=200 ms between (B)(4) 2011 03:52:52 and (B)(4) 2011. Sensing - interference/noise: ventricular short interval count v-sic=52.6 counts avg/day, in (B)(4) days, between (B)(4) 2011 03:44:14 and (B)(4) 2011.

Event description:
It was reported the patient presented after hearing the alarm. Interrogation noted there was an increase in ventricular lead impedance and short interval counts (sic) together with non-sustained tachycardia ( nst) noted. It was also reported that the ventricular lead was suspected to have fractured. Therefore the lead was replaced with a new lead. No patient complications have been reported as a result of this event.